Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump alarm rf pic failed self-test. Customer's blood glucose at time of incident was 241 mg/dl. Customer stated alarm did not occur during the rewind/prime sequence. Customer was advised to disconnect and removed reservoir from the pump. Customer was advised to perform rewind process again. Customer was advised the error table indicates the pump should be replaced. Customer was advised that pump would be replaced. The customer reported via phone call that they had low blood glucose but not hospitalized. Customer's blood glucose at time of incident was 55 mg/dl. Customer stated that he was low running low as he was exercising.

Manufacturer narrative:
The pump passed the functional testing, including the operating currents, self test, unexpected restart, displacement, rewind, basic occlusion, occlusion, prime and no delivery alarm tests. No rf pic alarms noted. The pump communicated properly with the glucose sensor simulator and transmitter. No lost sensor alarm or unexpected alarm anomaly noted. The pump had minor scratches on the display window.